Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker triggered an alert for safety mode. Subsequently, the device was subsequently explanted. No additional adverse patient effects were reported. Multiple attempts were made to obtain information regarding the return and unfortunately we were unable to ascertain the most current location of this product. Should this product be received in the future, an updated report will be provided.

Event description:
It was reported that this pacemaker triggered an alert for safety mode. Subsequently, the device was subsequently explanted. No additional adverse patient effects were reported. The device is expected to return for analysis.